Event description:
It was reported that the pump experienced a malfunction, specifically malf 16, which was not resettable and recurred after attempts to reset. There was no reported impact on the customer¿s blood glucose level. Technical support provided instructions for resetting the pump and eventually decided to replace it to resolve the issue. They ensured the customer was informed about putting the pump into storage mode before returning it and confirmed the shipping address for the replacement. Meanwhile, the customer decided to use multiple daily injections as a backup therapy to maintain insulin delivery. The customer was instructed to send back the problematic pump using a pre-paid label within ten days.